Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/13/2022. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2016 and the mesh was implanted. The patient expired on (B)(6) 2016. Additional information will be requested.